Manufacturer narrative:
The positive end expiratory pressure (peep) valve was replaced. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, there is excessive pressure during pressure controlled respiration. There was no reported patient involvement.